Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic with high pacing lead impedance and high threshold. Lead fracture was also noted. The lead was capped and replaced. The patient was stable post procedure.